Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. The atrial lead exhibited low impedance. No medical intervention was performed.